Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reconfigured the cmos utility parameters and replaced the power good cable on the single board computer. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 experienced a data error during initialization. It was not reportable if the error was recoverable. There was no pt involvement or adverse pt event.